Event description:
It was reported to philips that the host pc was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the host pc was not booting up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer biomed informed to rse that the host pc won't boot up with system and must be manually turned on and asked the rse to order a new pc and hdd. To resolve the issue, the customer replaced the host pc and hdd. The defective part was sent for analysis, for host pc malfunction was observed and the failure was found to be failed dvd drive. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.